Event description:
It was reported that the customer had the infusion caught on the door handle and pulled out a little and later her blood glucose went high and she had to go to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.